Event description:
The customer's wife reported the customer received within ten minutes the following readings on his freestyle freedom lite blood glucose meter: 305 mg/dl and 183 mg/dl. The results were plotted on a parkes error grid and fell into the "b" zone showing the difference in values was not clinically significant. The customer's wife additionally reported that the customer went to a mobile infirmary "as a result of not being able to accurately test on the adc meter". The customer's wife was reportedly unable to answer any further troubleshooting survey questions as she reported the customer was sick and she could not remain on the phone. Customer service made attempts to contact the customer later to complete the survey questions, but the customer could not be reached. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once the product is returned and investigation is complete.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer (0932003) were tested with control solution instead. All results were within the range of specification and no errors were observed. The complaint is not confirmed.

Event description:
A patient reported blood glucose results of "29 mg/dl", "140 mg/dl" and "135mg/dl" with a lifescan meter and "170 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.